Event description:
This customer reported that pads cable connection had failed on op-check.

Manufacturer narrative:
This customer reported that pads cable connection had failed on op-check. The device was evaluated by philips and the reported symptom was duplicated. Replacement of the therapy port and therapy cable resolved the issue. We are unable to determine the cause of the reported symptom as more than one part was replaced.